Manufacturer narrative:
Information added/updated to section h6 (investigation findings, and investigations conclusions). H11: additional manufacturer narrative: the device was not returned for evaluation as it was discarded. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including diabetes mellitus. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
D6a. If implanted, give date: the implant date is only known as "2021". Therefore, (B)(6) 2021 is being used to calculate the minimum implant duration. H11: additional manufacturer narrative: the subject device is not available for evaluation as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from italy, edwards received notification that this 8300ab21 valve was explanted from the aortic position after an implant duration of at least four (4) years due to calcific degeneration that led into regurgitation and stenosis. The patient presented with dyspnea before the reintervention. A mechanical valve was implanted in replacement.